Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the initial diagnosis was mitral stenosis (ms). The device was implanted in (B)(6) of 2009. In (B)(6) 2009, mild mitral stenosis and mild mitral regurgitation was observed. The health care provider indicated that there was also a possible thrombus observed by an echocardiography which was likely to be caused by fibrin formation. Through follow up with the health care provider, it was determined that the device was compromised by host tissue (pannus growth). This would account for the reported mitral stenosis. Full evaluation of the valve is pending receipt of the device. No further information has been provided. Customer indicated that the device would be returned for evaluation; however, at 01/06/2010, it has not been received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Echo and operative reports, patient history, and patient medications reports have been requested but have not been provided.

Manufacturer narrative:
As received, sections of the host anatomy is fused to the valve by host tissue overgrowth. Heavy layer of host tissue overgrowth covered most of cusp area and the free margins of all three leaflets. All three leaflets at all three commissures are fused together by approximately 5mm. Host tissue is heavy at the stent inflow. Host tissue overgrowth restricted mobility in the leaflets and led to stenosis. No inconsistencies detected in the x-ray as the wireform is intact. The valve was sent to rd for observation. Edwards sr research scientist viewed the valve and concluded with the following: "all three leaflets are substantially stiffer with minimum mobility, which apparently due to the host tissue overgrowth and subsequent exposure/storage in tissue fixatives (formalin). A noticeable triangular gap is observed at the center of the valve. Severe host fibrotic tissue (pannus) overgrowth affects all three leaflets on both inflow and outflow sides of the bioprosthesis. One of the commissures is caped with patient native mitral valve with the chordates still attached to the papillary muscles. All three leaflets are fused by the host tissue at commissural areas. No detectable tissue calcification is evident by x-ray imaging. Although no hydrodynamic testing was performed, the nature and extent of the host tissue overgrowth appear sufficient to be considered the primary cause of dysfunction of the valve." Method: x-ray. Additional manufacturer narrative: host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.

Event description:
The customer reported a patient death due to cardiac arrest after an implant duration of approximately 22 months (21.33 months). An autopsy was performed and they were unable to determine whether it was prosthetic valve dysfunction or "the dysfunction of opening and closing caused by the growth of host tissues". The customer, through follow up by the sales rep, also provided additional information: dilative cardiomyopathy (dcm), the patient's primary disease, had grown steadily worse and it was not possible to perform a re-mitral valve replacement. In (B)(6) 2010, the patient passed away due to heart failure. The valve was explanted at autopsy and the explanted valve was covered by pannus up to the tip of the leaflets. The subjacent tissues, papillary muscle and chorea tendinea were also fused with it. The cause of the heart failure was the exacerbation of dcm.